Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a fingerprint reader failure. The field service engineer rebooted the device and waited until it came back online, after which the customer confirmed that the issue had been resolved following the reboot. The customer tested the device and confirmed that the issue had been resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es fingerprint reader biometric identifier required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.